Event description:
It was reported to target that during a atrio-ventilator malformation procedure, the dr was delivering a coil through the catheter. Instead of the coil coming out at the spinncker catheter tip, it came out of a hole in the catheters distal section. After the dr noticed the hole, he withdrew the catheter and the coil together from the pt. This was of no consequence to the pt's health.